Event description:
It was reported ongoing intermittent occlusions occurred. The customer blood glucose (bg) level was elevated for 2 events, but dates are unknown. Elevated bg was displayed as "high," specific value not provided and was treated with a manual insulin injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The customer followed up with tandem regarding the issue. Due to ongoing occlusions the pump was replaced

Event description:
It was reported that intermittent occlusion alarms occurred and eventually resulted in the customer going the emergency room on (B)(6) 2026 with a blood glucose level of 403 mg/dl. Customer received intravenous fluids of saline and insulin which resolved the issue and was released the same day with no permanent damage, successfully resuming insulin therapy.